Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Coolflow pump, model #: m-5491-02, serial #: (B)(4). The physician did not notice any abnormal signals prior to the event. It was unknown how many ablation applications were delivered to the patient before the event. Symptoms began after isolation of the left veins when working on right veins. The rf generator was set to power control in thermocool mode. The power varied during the procedure. It was typically 30/35w. The thermocool cut off setting was set to 50 degrees. The flow setting was set to 30cc/ml. The st. Jude fixed long sheath was used. The patient was heparinized to maintain act in the mid 300's.

Event description:
It was reported that while performing an atrial fibrillation (afib) procedure, there were two issues. First issue, the new patient interface unit (piu) was displaying error 260. The system was rebooted and the case resumed. This same error displayed a second time and the piu was rebooted and the case resumed. This issue is highly detectable and not deemed to be a reportable issue. Second issue, later in the case, a small pericardial effusion was noticed on the intracardiac echocardiography (ice). They elected to continue the procedure until the anesthesiologist noticed that the patient's blood pressure had dropped. The pericardial effusion was checked again through the ice catheter and it had grown. A pericardiocentesis was performed extracting approximately 2 liters of fluid. The status of the patient is unknown. The bwi field representative called back and stated that the patient did not have to go for surgical intervention. Upon request, the bwi field representative provided additional information on the event. He spoke to the physician the following day and the physician stated that the patient would be going home the next day. It was unknown when exactly the perforation occurred. It likely occurred during mapping or ablating as the patient began showing signs of the pericardial effusion long after the transseptal puncture. The physician's opinion regarding the causality of the perforation was that it possibly occurred during catheter manipulation near the left atrial appendage.